Event description:
Pt status post two plates and screw implantation on (B)(6) 2008. Returned to surgeon complaining of pain. The original injury took place on (B)(6) 2008; a tibia plateau fracture- left. Pt was returned to operating room on (B)(6) 2012 for removal of two plates and 15 screws. Four of the screws, only the heads were removed and the shafts of four screws were left in the pt and could not be removed. Surgeon noted pt was healed and was not revised to any new hardware. This is 6 of 17 reports for this event.

Manufacturer narrative:
Without a lot number the device history record review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.